Event description:
There are four separate events as described below. Investigation into each and communication with becton dickinson leads to a design flaw in the catheters. 9/23/97-IV started; pt given demerol, versed & phenergan IV. 10/9/97 returned to ed; diagnosed with superficial vein phlebitis. 10/18/97 IV started; demerol, phenergan, ivp dye & toradol given IV. 10/31/97 returned to ed and diagnosed with thrombophlebitis. 10/21/97 IV started. Pt rec'd ivp dye; demerol, phenergan via IV. 10/27/97 returned to ed & diagnosed with superficial phlebitis. 10/31/97 returned to ed & again diagnosed with superficial phlebitis. 8/10/97 IV started; given demerol & phenergan IV. 10/21/97 returned to ed. Diagnosed with superficial thrombophlebitis.